Event description:
As reported for this event by the customer, during preparation for use the device activated immediately upon being connected. The activation button was jammed. There is no patient involvement.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the activation mechanism may have been compressed enough to cause a lack of reaction when pressing the blue activation button, evidenced by the blue energy button being in the energy "on" state. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not apply excessive force to the device." This supplemental report includes information added to d8, g2, and h4. Olympus will continue to monitor field performance for this device.